Manufacturer narrative:
Concomitant products: ddbc3d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. Potential intermittent loss of capture was noted on the atrial channel. The ra lead remains in use. No further patient complications have been reported as a result of this event.